Manufacturer narrative:
A ge rep evaluated the system and determined the battery pack needed to be replaced. Customer will order and replaced batteries.

Event description:
Customer reported, the system displayed a generator error and a charger failed error. No pt injury was reported.